Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported a 82-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that towards the end of the impella cp procedure the patient experienced oozing around the access site. The physician placed a femstop and two forward tension sutures and angle of entry dressing. The oozing was resolved.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12881: b7 relevant history missing. D4 model number. D6b explant date. E4 should have been left blank. G1 manufacturing site fax number.

Event description:
Additional information provided: as the team was coming to do the heart transplant, the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.